Event description:
Customer reported system displays a battery at 110% error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the main battery set. System operates as intended.